Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable cortisol result from the cobas 8000 cobas e 602 module. The initial result was reported outside the laboratory as <20. Repeat analysis was requested by the clinicians and the result was 625. No unit of measure was provided. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The reagent lot number was 595563 with an expiration date of 01-mar-2023. The investigation did not identify a product problem. The cause of the event could not be determined. Due to the numerous sample quality-related alarms, the event is consistent with a sample quality issue. A general reagent problem could be excluded, as this was an isolated non-reproducible result event.